Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e238, scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, due to temporary electrical contact failures or sudden overcurrents such as static electricity due to chemical residues, limescale, sebum stains, dust, and gauze stains on the scope connector or the electrical contacts of the video system center. And for the newly identified malfunction mentioned above, caused by damage to the image sensor unit (such as a broken wire) due to usage stress, external factors, or handling, or a malfunction of the electrical board components (ic chips, capacitors, etc). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had error 226 appeared. The issue had occurred during service / maintenance (not in a clinical setting). There was no report of patient involvement.

Manufacturer narrative:
Customer name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.